Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, the customer was hospitalized due to blood glucose level reaching over 600 mg/dl, vomiting and diabetic ketoacidosis. Customer was disconnected from the pump and treated with manual insulin injections. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.